Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their personal diabetes manager (pdm) is getting very hot. The battery will last for less than 1 day, approximately 8 hours.